Event description:
It was reported the patient received inappropriate anti-tachycardia pacing for fast ventricular tachycardia. The patient's rhythm slowed down on its own and the charge was aborted. Re-programming was performed, the device remains in use, and no patient complications have been reported as a result of this event.